Event description:
In a table received by the distributor in 2001 from a sub-distributor, complications were reported by nine surgeon users of the perma-seal graft. Eight of the nine users reported that some perma-seal grafts occluded within 48-72 hrs of implant. There is no indication of the number of grafts implanted, or the number that occluded, nor any info regarding pt selection, peri-operative management, or graft handling.